Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the incident were provided for evaluation. Upon visual inspection of the returned photographs, the presence of bubbles was noted inside the tubing . Based on the data from the investigation, the reported defect was confirmed. The root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Air ine line or downstream occlusion alarm complaints see checklist. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Changed tubing. Downstream occlusion alarm. Tubing clamps were open and there were no kinks in tubing, alarm reoccurs tubing properly loaded one more time, the pump and tubing have been replaced.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Additional information has been received indicating the event involved a pump alarming with no air seen in the infusion line. This follow-up MDR is being submitted with the intention to indicate the following: 1) the event involved a pump alarming with no air seen in the infusion line. 2) the medical device problem code (a) for this event is 1012.